Event description:
It was reported by service report that the power cord was missing the ground prong, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.